Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event involved a 12" (30 cm) appx 2.4 ml, ext set w/microclave¿, check valve where it was reported there was leaking from the sample port upstream of the check valve connection. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
One photo was shared by the customer, where a damage (a puncture / tear) is observed coming from the item #ch3557. No additional damage or anomalies are observed. One used sample #ch3557 was returned for evaluation. As received a tear on the tube close to the check valve was confirmed. No additional damage or anomalies was observed on the sample. Complaint of leaks can be confirmed. The probable cause of the tear observed on the tube is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.